Event description:
A distributor reported that the keypad buttons were unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The contrast, up arrow, and down arrow keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of keypad adhesive found under all key contacts.